Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side system (pss) set up joint (suj) and a universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was analyzed and found in system logs, the 23210 error was found indicating high side switch error on the usm, universal surgical manipulator compute engine (uce)1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23210 error was triggered indicating fault on the uce3, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm fault check test was found to be failing with no error codes displayed. Once testing was completed, the insertion hall sensor was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the corrosion on the insertion hall sensor.

Event description:
It was reported that prior to the start of a da vinci-assisted simple transvesical prostatectomy surgical procedure, prior to administration of anesthesia and prior to first port placement, repeated non-recoverable error 23210 occurred on universal surgical manipulator (usm) 1. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before contacting the tse, the customer power cycled the system multiple times, but the issue was not resolved. The tse confirmed the error 23210 in the logs pointing to axes controller setup joint (acj). The tse had the customer perform a hard power cycle with emergency power off (epo), but the issue persisted. The tse had the customer move usm 1 all the way up/down/left/right without improvement. The customer elected to use the other da vinci system to continue with the procedure. The system was not used on the patient when the issue was identified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting and pre-anesthesia.

Manufacturer narrative:
The setup joint (suj) was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, error 23210 was confirmed indicating that the suj encountered a high side switch error. This was coupled with error 23202, which indicates that the universal surgical manipulator (usm) was encountering multiple voltage time out errors. Upon visual inspection, no issues were found related to the reported event. Fa installed the suj onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Based on these findings, failure analysis could not determine a root cause as this unit is considered to be the wrong part sent back.

Event description:
Refer to h11 for follow-up information.